Manufacturer narrative:
The results, method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an lumbar rf ablation procedure, a warning message appeared for ports 2 and 3 stating the probes were unable to be recognized. The probes were disconnected and reconnected and switched to port one but the issue persisted. The probes were replaced, but the issue was not resolved and the procedure was cancelled. While troubleshooting the reported issue was unable to be reproduced and the system performed as expected. The generator will be returned. There were no adverse patient consequences.

Manufacturer narrative:
One 3 lesion nt1100¿ pain management rf generator was received for evaluation. The nt generator was connected to an external power source and the generator was powered on successfully. The generator normally booted to the main screen. The boot sequence was followed as anticipated and passed the self-test. The start selection was made and successfully preceded to the "electrode configuration" screen. The generator was powered cycled several times and no anomaly was noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the information provided and the investigation performed, the cause of the reported event remains unknown.